Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
"Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It cannot be determined which device is for the left or right side per the photos provided. It is not possible to determine the lot number or catalog through the photos provided."

Event description:
Healthcare professional reported, left-side rupture. Device has been explanted.